Event description:
Customer reported receiving a reading that was perceived to be a reading of 300 mg/dl. Their display was missing digits. Customer injected with 5 extra units of mph insulin based on the reading. Customer regularly takes 5 units of mph insulin once a day. Customer became hypoglycemic and lost consciousness. Customer ingested food to raise glucose levels when they regained consciousness. Testing was conducted on the fingers.